Event description:
It was reported the patient has not charged/used her scs system in over 2 years (date of event is unknown) due to ineffective stimulation (reference MFR. Report: 1627487-2015-03111). As a result, the scs ipg is inoperable. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.